Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and undersensing on the right ventricular (rv) lead. The rv lead also had a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). In addition, the lead exhibited variable thresholds and increasing rv defibrillation coil impedance. The implantable cardioverter defibrillator (ICD) had episodes with invalid data. The device and lead remains in use. No patient complications have been reported as a result of this event.